Event description:
Pt had diaphragm stomach on lv lead. Planned extraction and reimplant. Pt also required upgrade to crtd. So planned rv lead extraction and replacement of shocking lead.

Manufacturer narrative:
Analysis was normal. No anomalies were found.